Manufacturer narrative:
The patient weight was not reported. Approximate age of device - the mobile power unit is not a single use device. Approximate age of the device from the product ship date is 7 months. Initial final manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming when the patient cable was manipulated was confirmed and reproduced during analysis. Visual inspection of the returned mpu revealed numerous locations where the outer insulation of the patient cable was damaged (small punctures). During further evaluation, when the patient cable was manipulated, an electrical short was confirmed between the wire that represents one of the vcc power lines and the cable shielding. The outer insulation was removed and a burned/damaged orange wire was confirmed. There was a small damage to the red wire which represents the echo line also observed. The compromised patient cable was replaced with a new cable and 3 new aa batteries were installed. A full functional test was performed and the device passed all test steps. The mpu was returned to the third party inventory. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was experiencing alarms on the mobile power unit when touched. The investigation of the mobile power unit, serial number (B)(4) identified damage to the cable.